Event description:
It was reported that during central processing, the cadiere forceps instrument had a broken cable. There were no reports of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported issue. Fa found the instrument to have a broken snake wrist cable at the distal end. The segment of the cable that contains the crimp was missing and was not returned with the instrument. As a result, the instrument cannot open and close its grips. The instrument will not engage properly with the in-house system. Other cables were not damaged. The housing was removed from the back end; no damage was observed.